Event description:
Additional information: the device fell off into the patient and was retrieved. Clarification information provided by rep indicates that the nurse was having difficulty placing the device on the inserter; the device fell off of the inserter. The assistant doctor then helped to ensure the implant was properly locked onto the inserter; the inserter used when the activl was placed was the next size up.

Manufacturer narrative:
No product was returned. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem is most probably usage related. Rational: in similar cases like that, a deformation of the pins who catch the implant was the root cause. A material defect or manufacturing error most probably can be excluded. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable and as a result filed as part of the review activities.

Event description:
It was reported that during an activ-l procedure (l4/l5 of patient diagnosed with ddd), the implant fell off of the inserter and into the patient. There was no patient injury, surgery was delayed for approximately 5 minutes. The implant was loaded onto a different inserter and successfully implanted.